Manufacturer narrative:
Device analysis report attached. This report is submitted on december 27, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due to poor benefit. There are no plans to reimplant the patient with a new device as of the date of this report.